Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced. It was noted that all the contacts on the explanted lead were out. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that all contacts on the right lead were not functioning. Lead malfunction was suspected. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that all contacts on the right lead were not functioning. Lead malfunction was suspected. The patient will undergo a revision procedure wherein the leads will be replaced.